Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient began treatment with dianeal 1.5% single bag (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred which was further described as the patient made mistake and did not wear mask. On an unreported date, the patient experienced "loose motion" (details not provided). On the same day as the receipt of this report, the patient experienced peritonitis and was hospitalized for the event. The break in aseptic technique and "loose motion" (not further described) was attributed to the cause of the peritonitis. On an unreported date, the patient was treated with injection (inj.) Vancomycin (2gm, every 4th day, ip) and fortum (1gm, daily up to 14th day, ip) for peritonitis. Concomitant therapy not reported. At the time of this report, the patient remained hospitalized. Additional information was requested but is not available.